Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." And number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-00064 / 00067). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2006 receiving an m2a magnum hip system. Patient's legal counsel reports patient allegations of pain and swelling of right leg. Subsequently, patient underwent revision surgery on (B)(6) 2011 allegedly due to loosening and metallosis. All biomet product was removed and replaced with competitor product. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.